Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer reference: (B)(4).

Event description:
According to the reporter, during a lap gastrectomy the reload was fired but staples were partially malformed.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one egia 60 articulating med/thick sulu opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that reload 1 was partially fired to the 2 cm cut line and the anvil clamping mechanism was deformed. The reload was loaded into a post market vigilance instrument and fired satisfactorily. An analysis of the returned product confirmed that the failure of the device is related to the product event. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.